Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was implanted with a pulse generator following bypass surgery. It was reported that this atrial lead was removed from service one day post implant as the physician was not satisfied with the position of the lead. No additional adverse patient effects were reported.